Event description:
It was reported that the home patient (hp) had replaced the drain line of their setup during peritoneal dialysis (pd) therapy on the homechoice (hc) machine. This was done in an effort to clear an unrelated alarm on the hc device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.